Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set had blood leaking the following information was received by the initial reporter with the following verbatim: it was reported by the customer that the tubing connection that comes preconnected came apart and the patient blood backed up and leaked onto the floor. Pts IV tubing came apart at the connector causing bleeding onto pt/bed. Infection/bleeding risk. Tubing came disconnected when attaching IV tubing to patients IV despite tightening connection ports when priming it.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.